Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.